Event description:
Device malfunction: failure of locking mechanism. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a carotid artery stenting procedure and during stent deployment, the physician attempted to unlock the safety lock without success; the "click was not heard". Reportedly, "due to the patient's condition", a decision was made to force the locking mechanism and the rx acculink stent was released at the intended site. However, when the stent delivery system (sds) was being withdrawn, the stent moved proximally. The distal portion of the lesion was treated with angioplasty. There were no adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the stent delivery system was discarded. The lot number was provided. A review of the device history for this lot did not produce any findings relevant to this report.